Event description:
User alleges that during a code situation, they were using our resuscitator bag and noticed the pt had no chest movement. The pt was unable to exhale. They removed our bag and used a competitor's without any further problem. New users for our style resuscitator.